Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included urinary urgency, dysuria, vomiting, nausea, pain pelvic, abdominal pain, uti, fibromyalgia, endometriosis, photophobia, generalized anxiety disorder, panic attacks, post-traumatic stress disorder, shortness of breath, tachycardia, low back pain, sickle cell disease, thalassemia, myelodysplastic syndrome, polycythemia, leukemia, weakness of limbs, numbness in leg, tingling, metabolic syndrome, blurred vision and joint pain. Family history included hypertension, breast cancer (mat. Aunt), ovarian cancer (mother), bipolar disorder (in her father.) And depression (mother and sister.). Concomitant products included amitriptyline, antidepressants, antihypertensives, benzodiazepine derivatives, ciprofloxacin hydrochloride (ciprofloxacin hcl), hydroxyzine, losartan and pregabalin (lyrica). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced migraine ("migraines / migraine headache") and headache ("headaches"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On (B)(6) 2019, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), back pain ("back pain "), dysmenorrhoea ("dysmenorrhea(cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), urticaria ("rashes or skin conditions type: hives"), alopecia ("hair loss."), weight fluctuation ("weight gain / loss specify which one,") and arthralgia ("joint pain"). The patient was treated with surgery (ablation on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, urinary tract infection, anxiety, depression, urticaria, migraine, headache, alopecia, weight fluctuation, arthralgia and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, endometriosis, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: medical records: (B)(6) 2012: operation lap tubal, hysteroscopy, 0 and c, ablation. Specimen: endometrial curettings. Collected and received . Diagnosis: endometrial curettings: scanty benign endometrium with secretory activity. (B)(6) 2012 - post op surgery(s) include hysteroscopy with d&c and ablation ¿ (B)(6) 2012 surgical history: surgeries: gyn surgery: operative hysteroscopy wi d and c, endometrial ablation and leep. (There was no mention to essure insertion). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:migraine headaches, depression, anxiety, pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. Case is upgraded from other event to incident. New event endometriosis was added. Concomitant drug added. Onset date of events added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.